Event description:
The handpiece was returned to the MFR for service, and during the eval an unk substance came out of the device. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the MFR for eval. During the eval, an unk substance came out of the device. The comment was duplicated. A sample was taken for chemical analysis, but the investigation is still in process. A f/u report will be submitted after the quality investigation has been completed.